Manufacturer narrative:
Initially reported on sn: (B)(6) but the correct one is sn:(B)(6) and has been changed.

Event description:
It was reported, the patient was experiencing ineffective therapy. X-ray imaging confirmed migration of one of the leads. As a result, surgical intervention may be undertaken to address the issue. It is undetermined which lead had migrated.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000140183.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention, wherein both the leads were explanted and replaced with a paddle lead. Reportedly effective therapy was restored. It was also reported patient had high impedances on contact 2 of the migrated lead.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.